Manufacturer narrative:
Investigation ¿ evaluation: it was reported that a retracta detachable embolization coil was unable to be deployed during a coil embolization procedure for an unknown patient. Access was gained via the right femoral artery and delivered to the right subclavian artery for placement. In an attempt to deploy the coil, the junction zone was just inside the distal tip of the catheter. Then the user rotated the delivery wire counterclockwise more than 10 times; however, the coil failed to detach from the delivery wire. The complaint coil was the removed from the patient, and a new like-device was used to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), drawing, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported lot and related subassembly lots revealed no quality control discrepancies. A complaint history search identified no other complaints under this lot number at the time of this investigation. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. The manufacturer does not apply an IFU for this product. Instructions for use are applied by the local distribution partner. Based on the information provided, no returned product, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the junction zone was too far inside the catheter tip, not allowing the coil to deploy; however, this could not be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that a retracta detachable embolization coil was unable to be deployed during a coil embolization procedure for an unknown patient. Access was gained via the right femoral artery and delivered to the right subclavian artery for placement. In an attempt to deploy the coil, the junction zone was just inside the distal tip of the catheter. Then the user rotated the delivery wire counterclockwise more than 10 times; however, the coil failed to detach from the delivery wire. The complaint coil was then removed from the patient and a new like-device was used to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - phone: (B)(6). H3 - device evaluated by mfg? The device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.